Event description:
Reservoir was filled with 300u the day before the call and there was 110u left in the reservoir at the time of call. It was stated that based on the bolus and the basal rates customer had between two days, there was 70u unaccounted for. Customer had low bgs and treated at the emergency room, but not hospitalized. Also customer was discontinued from pump at the time of call.